Event description:
During trauma code resuscitation, a unit of packed cells was placed in the level 1 fast flow fluid warmer. Best recollection is blood began spurting out the top of the heat exchanger near the top (#2) socket at the junction of the aluminum sheath and plastic IV tubing section. Blood also appeared in the water tank heater. Rapid infuser immediately replaced with a second fast flow fluid warmer and infusion of blood products continued. No interruption of receiving products noted as other infusers being used. Tubing for infuser inadvertently discarded and unable to be confidently identified with lot#. Level 1 d-50 is the assumed product used. Pt ultimately died-not a direct outcome of this event.